Event description:
A nurse reported two patients with a toxic anterior segment syndrome (tass) reaction on the first day following intraocular lens (iol) implant surgeries. The patient was treated with medications. There are six medical device reports associated with this event. This report is for the second patient for the iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was received in a follow up phone call on (B)(6) 2012. A completed questionnaire was received on (B)(6) 2012. (B)(4).